Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that an error message was received that the cd does not contain valid date for navigation. All three exams showed zero slices. Site tried to load using unstructured alternate module and received the same message. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.